Event description:
It was reported to novo biomedical that a consumer received a result of 353 mg/dl on their blood glucose meter. The consumer's spouse bolused 2.8 units of insulin via the consumer's insulin pump. The consumer went back to sleep. Approximately an hour later, the consumer experienced a hypoglycemic event requiring medical intervention. When the emts arrived, they tested the consumer on their blood glucose meter getting a result of 30 mg/dl. The consumer was transferred to the hospital and released. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. It was also revealed the consumer's meter was not coded correctly for the lot number of the test strips which may contribute to the alleged incorrect readings. The consumer was educated on these directions for use at the time of call. The meter in question will be returned for evaluation, the test strips were discarded by the consumer.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.